Event description:
It was reported that the patient sought medical treatment on (B)(6) 2026 due to infection at the pod infusion site (abdomen). The patient visited the emergency room (ER) for treatment. The patient stated that the skin was red and tender where the pod had been placed and that the site was swollen to the size of a golf ball. The patient had been wearing the pod between 4 and 24 hours. The patient was diagnosed with abscess. A computed axial tomography (cat) scan was performed. No impact to blood glucose levels was reported. The patient was treated with intravenous fluids and antibiotics. The patient left the ER and had placed a new pod a few inches from where the previous pod was placed. The patient reported they went back to the ER, 2-3 days later, due to continued pain and swelling and received more pain medication and antibiotics which then improved the swelling. Two events, one for each pod, are captured under insulet report reference numbers: (B)(4).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.